Event description:
A customer reported that the doctor was in 3-d during a vitrectomy procedure and the 23 gauge cutter stopped cutting when the vacuum went up to 400mmhg (limit at 600mmhg) and the footswitch display when back to position 0. He had to fully release the pedal and start again. The procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).